Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicated. The fast cath introducer sheath instructions for use (IFU) states individual pt anatomy and physician technique may require procedural variations. The fast cath introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
A 10f hemostasis introducer set was selected for use for an array procedure. The guidewire was placed in the femoral vein and the dilator/sheath assembly was threaded over the wire. Reportedly, the dilator had to be reinserted several times during the intervention. Greater than normal resistance was reported by the user. When the full device was to be retracted, the sheath detached at the distal end leaving a small portion inside the pt. The pt was then scheduled for surgical intervention. The initial surgery was unsuccessful as a computed tomography (CT) scan identified the tip near the inferior vena cava. The pt was transferred to another hosp where a percutaneous intervention through the left femoral vein was performed and the tip was successfully removed near the pulmonary artery. The pt was discharged on (B)(6) 2013 with no complications. The user thought the event may have been caused by applying too much pressure to the dilator during the several insertions. This pressure may have pierced the sheath at 2 different locations making it fragile which lead to the break during removal.